Manufacturer narrative:
The hydromark biopsy site identifier is a sterile, single use device intended for use after an open surgical or percutaneous breast biopsy procedure to mark the biopsy site. The instruction for use and deployment guide, provided with the device, must be followed to avoid the applicator from shearing. In accordance with iso 13485:2016 and iso 10993-1 requirements, the mammomark¿ biopsy site identifier devices have been tested for biocompatibility for their intended use and patient contact duration per iso 10993-1. The collagen marker and titanium clip are the only mammomark components classified as having permanent patient contact." Components of the applicator are classified as "limited patient contact" and qualified for the intended use during the procedure. Applicator materials are considered medical-grade but have not been evaluated for permanent implantation. As with any implanted device, the implant site should be monitored for any signs of irritation or reaction following the surgical procedure. It was reported that a tip shear had occurred with part of the marker left in the breast. The patient was made aware that the marker piece will be surgically removed and will undergo surgery. To date we have not received any information that the spring left behind in the patient has caused a life-threatening disease, permanent impairment of a body function or permanent damage to a body structure, or a condition that necessitates an unexpected medical or surgical intervention to prevent such a disease, disorder or abnormal physical state or permanent impairment or damage. To date we have not been updated as to whether or not the patient has undergone surgery to get the piece of marker removed or not. Mammotome has made 3 attempts for further information regarding the alleged incident. No further information has been provided by the customer. If new information becomes available the incident will be reassessed accordingly.

Event description:
It was reported by the sales representative that dr. (B)(6) sheared marker off into breast of patient. He used this marker down back of revolve 10g needle. The clinic and doctor were made aware that it would need to be removed from patient immediately. Patient was unaware of what happened. Dr. (B)(6) has been advised to let the patient know that the spring would need to be surgically removed. I have let the facility know that the sheared off spring needs to be surgically removed from the patient. At the time I was made aware of the event, the patient was still unaware of what had actually happened. She was not harmed during the actual biopsy procedure. They were going to inform her what had happened and that a surgery would need to occur to remove the sheared off tip.